Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site as it remains implanted; therefore product testing could not be performed. One picture showing the iol inside the patient's eye was provided. However it was visually not possible to observe an iol damage or scratch. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), after the second normal push of the plunger of the injector, the lens came normally out and a damage on the optic of the lens was noticed. The account commented that it looked liked a kocher (operating room scissor) had grabbed the lens. Reportedly the damage was at the periphery of the lens and the patient's eye was very fragile. Therefore the doctor did not want to remove the lens. The lens remains implanted. No further information was provided.